Event description:
Customer's son reported via phone call that customer had high blood glucose of 366 mg/dl and rose to 407 mg/dl which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer did not have tubing clamp to continue troubleshooting. Customer's son called back once in receipt of tubing clamp but could not troubleshoot due to not having enough supplies. Caller did report that cannula had been bent and kinked. Customer's blood glucose was over 450 mg/dl. Customer's son called to perform high pressure. Caller stopped troubleshooting and reported that no delivery had been resolved with set change and high blood glucose was caused by changes to carb ratio. Customer's blood glucose was 348 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.